Event description:
It was reported that the customer noticed air bubblesin the tubing and reservoir after the bolus delivery. The customer's blood glucose was 330 mg/dl. Advised the customer to do a set change and the air bubbles did not persist after the set change. The customer refused finish the troubleshooting sequence.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)